Manufacturer narrative:
(B)(4). Investigation summary : examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The saw capture was in the 4 in 1 cutting block. The blade was used in posterior slot and red clip snapped off. Saw capture fell off block. Unable to re-secure to block.